Manufacturer narrative:
Evaluation summary: the reported condition was confirmed to be depleted batteries at the customer's facility on 12/27/2006. The batteries were 49 discharges below alarm threshold and were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.

Event description:
The baxter field service engineer noted an infusion pump with depleted batteries. Information was not provided regarding whether or not the failure occured during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.